Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) checked the system remotely and confirmed that the system does not start up. Upon troubleshooting, philips field service engineer (fse) checked the system onsite and found deterioration of the system¿s main control pc (host pc) located in the m cabinet, and the cause was found to be a pwer-up failure. To resolve the issue, fse manually powered on the host pc by pressing and holding the power button, and a cold restart was then performed. After repair the device returned to good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.